Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed " internal flow verification" test step during final testing. The technician recommended replacing the machine flow sensor to address the issue. A final test, battery check, valve check, run in tests were performed in addition to cleaning then it was confirmed the unit operated properly. The software version was confirmed as 1.06.10.00. The device's machine flow sensor was returned to the product investigation laboratory (pil) for further evaluation. The pil installed the flow sensor on the pil trilogy evo stb and ran therapy with a test lung for approximately 1 hour without issue. The pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and the flow sensor failed testing. The pil concluded that the contamination observed inside the flow sensor caused the failure. This failure is being investigated under fsn 2023-cc-src-003.